Event description:
The customer reported that the jaws of the device became stuck and the knife would not advance during the procedure. The surgeon was able to open the jaws manually and there was no damage to the tissue. The surgery time was extended by more than 30 mins as a result of the issues with the device. There was no blood loss or pt injury.

Manufacturer narrative:
(B)(4). The incident sample was received for evaluation. The jaws were not stuck shut and they opened and closed normally when the handle was activated. The knife extends and retracts normally when the trigger was activated. The customer's report could not be confirmed.